Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in multiple inappropriate shocks while the patient was using a saw. The device was checked at the follow up appointment, however noise was unable to be reproduced. This device remains in service. No adverse patient effects were reported.